Event description:
Additional information was received that the patient's increased seizures are not related to vns therapy.

Event description:
Clinic notes dated (B)(6) 2015 note increased seizures. It was noted that some times the patient seizes several times a day and sometimes the patient will be seizure free for a few day. It was noted that keppra was added to the patient's medication regimen and the patient was referred for vns interrogation. Attempts to obtain additional relevant information have been unsuccessful to date.